Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I am a consultant neurosurgeon at (B)(6) has been using codman vp shunt system for last 15 years. One of my pt of hydrocephalus was operated about 7 month back & antibiotic coated codman low pressure shunt was placed following failure of medium pressure shunt. Patient was having persistent low pressure symptoms so it was decided to reoperate & insert hakim programmable valve in same previous antibiotic coated shunt . Over a pd of time after repeated programming we realised that, we are not able to change the pressure beyond 50 mm of wate. So I contacted dealer, who is not willing to take responsibility of shunt failure and flatly denies to provide new shunt system. Dear sir we are regularly using your shunt and never had such problem previously. This is pure manufacturing problem for which dealer/ company has to acknowledge responsibility. You are requested to follow the matter and take appropriate actions so that faith in the company and its product is retained . Thanking in anticipation.